Event description:
Revision surgery; the pt had an infection; resulting in an insert replacement.

Manufacturer narrative:
The root cause for the revision surgery on (B)(6) 2012 was due to an infection. The original surgery was performed on (B)(6), 2010. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components were examined. A review of the sterilization records shows that the devices had received an adequate 25-40 kgy gamma radiation sterilization dose. All products implanted were within their respective expiration dates at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that the infection was not the result of a product or manufacturing process defect.